Event description:
It was reported during in clinic follow up that the patient had been experiencing atrial fibrillation. The atrial lead was noted to have lost capture. During ablation procedure, it was discovered that the lead had dislodged, and this dislodgement was believed to be the cause of the patient arrhythmia. Repositioning of the lead was attempted, but unsuccessful as the stylet was unable to advance down the lead. The lead was instead explanted and replaced. The patient was stable.